Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material adhered to the air/water cylinder, light guide lens and bending section cover (a-rubber glue)" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the grip. The event can be prevented by following the instructions for use which state: IFU states the detection method in ¿gif-h185 operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿gif-h185 reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water cylinder, light guide lens, and adhesive. There were no reports of patient involvement.